Manufacturer narrative:
(B)(4). An operative report was provided by the health-care provider on (B)(6) 2012. Per the operative report, the aortic root was calcified, the majority being in the noncoronary sinus and therefore a portion of the long coronary sinus was excised. A heavily calcified trileaflet valve was excised and the annulus was carefully debrided. A 25mm edwards (subject) valve was sutured into place. The aorta was repaired with a pericardial patch in the noncoronary sinus, and the clamp was removed after 65 minutes. Unfortunately, there was bleeding from the aortic root beneath the patch. This area was extremely fragile. The heart was re-arrested and the patch was taken down and the patch was now extended further down into the annulus and then the aorta was closed. The patient was weaned from cardiopulmonary bypass (cpb) after 170 minutes and things looked satisfactory, so protamine was given. At this time during a check for final hemostasis, the aortic root disrupted. There was massive bleeding and the patient was re-heparinized and cpb was reestablished. The whole aortic root was now taken down and this very fragile tissue was completely excised. Given the fragility of these tissues associated both with heavy calcification and a very fragile aorta, the aortic root required replacement. A 25mm non-edwards porcine root was prepared. The valve conduit was lowered into place and secured. Unfortunately, the sample device was not returned. Therefore, the device cannot be evaluated for any deficiency. Aortic root bleeding is a complication that typically results from an aggressive debridement of calcified tissue during aortic valve surgery prior to valve implantation. This is not a product malfunction and is typically not device related. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted valve was not returned to edwards; therefore, it could not be assessed for any malfunctions or deficiencies. There have not been any allegations that this event was device related. Per the op report, the source of the bleeding was from the aortic root, which was extremely fragile. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted at implant. Per the op report provided, this patient presented with aortic stenosis of his native valve. The patient's aortic root was calcified, the majority being in the noncoronary sinus and therefore a portion of the long coronary sinus was excised. A heavily calcified trileaflet valve was excised and the annulus was carefully debrided. A 25mm edwards (subject) valve was sutured into place. The aorta was repaired with a pericardial patch in the noncoronary sinus, and the clamp was removed after 65 minutes. Unfortunately, there was bleeding from the aortic root beneath the patch. This area was extremely fragile. The heart was re-arrested and the patch was taken down and the patch was now extended further down into the annulus and then the aorta was closed. The patient was weaned from cpb after 170 minutes and things looked satisfactory, so protamine was given. At this time during a check for final hemostasis, the aortic root disrupted. There was massive bleeding and the patient was re-heparinized and cpb was reestablished. The whole aortic root was now taken down and this very fragile tissue was completely excised. Give the fragility of these tissues associated both with heavy calcification and a very fragile aorta, the aortic root required replacement. A 25mm non-edwards porcine root was prepared. The valve conduit was lowered into place and secured.